Manufacturer narrative:
Investigation - evaluation: a review of complaint history, instructions for use (IFU), manufacturing instructions, specification, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that contains device description, intended use, warnings, and precautions, product recommendations and instructions for use of the stainless steel embolization coil. The manufacturing record for this lot was reviewed, and nothing of note was observed. It should be noted that there are no other associated complaints or non-conformances with this lot. The visual examination confirmed that one used coil was returned with bio matter on the fiber. The coil was returned kinked and stretched at 3cm from the welded end. The length was dimensionally correct with the drawing. Upon inserting the wire guide through the cannula, the second coil was expelled. The second coil was undamaged and dimensionally correct. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During a pda coil closure procedure, the doctor stated that the coil did not get compacted on release. It was in the pulmonary artery and was removed with a snare. The doctor indicated that the coil length was more than the label claimed. No information was provided regarding patient outcome.

Manufacturer narrative:
This historical complaint is being filed under 21 cfr part 803 as part of a retrospective review of complaint files. Patient code: additional surgical intervention is not labeled. Device code: deployment issues is not labeled. Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation.

Event description:
During a pda coil closure procedure, the doctor stated that the coil did not get compacted on release. It was in the pulmonary artery and was removed with a snare. The doctor indicated that the coil length was more than the label claimed.